Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using multiple usb cables and wall adapters. The customer's blood glucose (bg) level was reportedly within target range. The customer reported that the alert cleared and charging was resumed after leaving the pump plugged in to a power source for approximately 30 minutes.